Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Additionally, it was reported that multiple cartridges were leaking from an undefined area. Customer changed the cartridge to resolve the issues. There was no adverse impact to the customer¿s blood glucose.